Manufacturer narrative:
The customer's calibration and qc results were ok. There was no indication of a reagent issue. The investigation reviewed the system's alarm trace and found multiple abnormal aspiration alarms noted on the date of the event near the time sample was processed. The field service engineer stated the electrodes had recently been replaced. The customer repeated calibration which passed. Ise checks, calibration, and qc were performed and all levels passed. The investigation determined the service maintenance resolved the issue.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results for multiple patient samples with a cobas 6000 c501 module. The reporter noticed that patient results were lower than expected and repeated qc, the qc was around 6 points lower than previous. They recalibrated, ran qc, and repeated patient samples. The qc and patient samples tested were within their normal ranges again. The following are examples of questionable results for 3 patient samples: patient 1: the initial result was 128 mmol/l. The repeated result was 135 mmol/l. Patient 2: the initial result was 128 mmol/l. The repeated result was 135 mmol/l. Patient 3: the initial result was 126 mmol/l. The repeated result was 132 mmol/l. The questionable results were reported outside of the laboratory. The repeated results were deemed correct. The electrode lot number was s4037. The expiration date was requested but not provided.